Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that their device was on a high setting and it sometimes dies when they're asleep. No steps were taken to resolve the issue. Patient called back and mentioned previous information documented in this case. Patient needed to increase their stimulation which meant they had to charge the implant twice a day. Patient was still in pain and the stimulation was not as high as they needed it to be so they could feel pain shooting up in their back, shoulder blades, and down to their butt. Patient's stimulation was set on 5 but they needed to increase stimulation. Patient mentioned when they first got their implant they had 3 representatives meet them at their hcp's office but they didn't explain how to charge the implant or charging frequency when increasing stimulation. Patient taught themselves some things about the equipment. Agent offered to educate patient on their equipment but patient responded they just didn't know they would have to charge twice a day if they turned up their settings. Agent redirected patient to their hcp and provided/reviewed nas phone number. Upon further review patient would see their hcp in may.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient asked if it is normal to have to charge the implant every day. Patient stated they check the implanted neurostimulators battery level every morning and sometimes the implant will be completely dead and sometimes it will be at 30%. Agent reviewed setting and usage will affect how often the ins will need to charge. Agent reviewed reps role and provided nas number for hcp ofc to call. Patient service reviewed device function and recommend patient consult with healthcare provider ofc for next steps. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2025 a clinician called and reported they wanted to arrange an appointment with the doctor, a rep and the pt because "for months" the battery had been draining so much faster when the stimulation was turned up. The clinician was redirected to the national answering service to schedule the appointment. No further information was provided.